Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the device is powering on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: 0097455718795 h3 other text : device not returned.

Event description:
The customer reported the device is powering on and off by itself. No patient impact or consequences were reported.